Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended and was explanted. Antibiotics given to patient. No additional adverse patient effects were reported.